Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in two pieces; the connector was separated from the body, confirming the reported clinical observations. The tip was in good condition. The connector face exhibited some damage. Functional testing could not be performed due to the fiber break. Therefore, the aiming beam remained inconclusive. Based on the information available and analysis results, it is likely that procedural handling of the device during set-up and use contributed to the break. The connector may have developed an internal fracture. A connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the connector and console led to the connector overheating causing the connector to separate from the fiber body and marks on connector face. According to the device instructions for use (IFU), the following is cautioned: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Event description:
It was reported that, during a procedure, the fiber was connected and did not work. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications. Analysis of the fiber identified a fiber break.